Event description:
It was reported that about 2 weeks prior to the call, the customer was hospitalized for low blood glucose levels. The blood glucose reading was 35 mg/dl. The customer stated that the perceived cause of low blood glucose was that he had been in a rush that day; an alarm had gone off but he ignored it without testing his blood glucose. He stated that he started feeling the low blood glucose and attempted test at a truck but does not remember anything after that. At the time of the call, about 2 weeks later, the customer reported that he had issues priming the insulin pump. The blood glucose reading was 168 mg/dl. He stated that insulin was "squirting out" during the manual prime process and dripped after the motor had stopped. He then observed a loose drive support cap. The customer also reported that he had been experiencing low blood glucose starting with a heat attack about 8 months prior. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to the cracked end cap and loose drive support cap. However, the device was received with operating currents within specification. The insulin pump also passed the self test, displacement test and a21 error test. A cracked case at the lcd window corners, cracked battery tube threads, and scratched lcd window were noted. The motor was tested outside of the device and passed.